Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The following sections were updated: g4, g7, h2 and h10.

Manufacturer narrative:
The subject device was returned to the service center for evaluation, however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device was found with no image. Imaging system exhibited intermittent connectivity. There was no patient involvement on this event reported. No user injury reported.